Manufacturer narrative:
H6. Pli 10: the returned device passed all testing in the laboratory and no anomalies were identified. Pli 20: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2011, explanted:(B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 14-apr-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer, a healthcare provider, and a company representative regarding a patient receiving gablofen (2000 mcg/ml at 1009.6 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On 0(B)(6)2024, the patient¿s mother reported that the patient had a pump replacement in march and since then the patient had been an absolute mess/having lack of therapeutic relief. The caller stated that after doing a big increase they saw relief for 3 days and then it stopped again. The patient was back to extremely high spasticity, and they were giving her oral meds, and it was not working. The caller stated that the patient was not able to urinate. The caller asked about doing a dye study and which providers in their area that could do that because her physician did not do dye studies. Additional information was received on 26-jun-2024 from a physician who reported that they had been taking care of the patient for dyskinetic cerebral palsy, orofacial dyskinesia, spasticity, and their intrathecal baclofen pump. Per the physician, the patient presented as a difficult case with regards to her spasticity management. She presented with waxing and waning spasticity and dystonia. The physician had made several adjustments to her programming. They had also given her boluses and readjusted the programming multiple times. During her most recent office visit they gave her a large bolus, to determine if the pump and catheter were functioning. The results of the bolus were inconclusive. At the same visit, a kub (kidney ureter bladder x-ray) was done and found constipation which they had continued to manage. It was noted that overall, the constipation could contribute to tone and to urinary retention, which was discussed with the patient's mother. They had also encouraged the patient's mother to work with urology to pursue urodynamics to determine the etiology for the urinary retention. Per the physician, they had continued to troubleshoot and had tried to be proactive with the patient's tone management. The physician did not believe there was an issue with the patient's pump but were continuing to determine the cause of her poorly controlled spasticity. Additional information was received on 15-aug-2024 from a healthcare provider via a company representative who reported that they did a dye study today and they had successful aspiration and flow. Per the reporter, over the last few refills they had had no discrepancies and gotten out the exact amount. Prior to the pump replacement they had slowly been decreasing the dose down to the 700-800 range. Since the replacement, the patient had experienced increased spasticity and trouble with bowel movements. Since then, they had been on a consistent dose increase in flex dosing mode. The healthcare provider tried a single bolus of 75 mcg, and the patient did not respond. Additional information was received on 06-dec-2024 from a healthcare provider via a company representative who reported that the patient was taken to surgery today. During the procedure, once the pump was removed from the pocket, the physician inserted fluid through the cap (catheter access port) and saw leaking from around sutureless connector due to a faulty attachment/connection. The pump and pump segment of the catheter were replaced, and it was indicated that the healthcare provider had no further information to provide regarding the event.